Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received shocks due to an atrial tachycardia. It was noted that therapy was exhausted for the episodes; however, the patient's rhythm slowed on its own without adverse patient effects. The ventricular tachycardia (vt) zone had been previously reprogrammed at a previous patient follow-up. Programming options were again questioned. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.